Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010 and a revision procedure on (B)(6) 2014 due to patient allegations of pain, lack of mobility, elevated metal ion levels, and slipping and catching sensation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-03687 / 03688).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010 and a revision procedure on (B)(6) 2014 due to patient allegations of pain, lack of mobility, elevated metal ion levels, and slipping and catching sensation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2014. Operative report noted the presence of fluid with an inflammatory response, black tarry metal type material, scar tissue, osteolysis, and the taper adapter was cold-welded onto the stem. The modular head, taper adapter, and acetabular cup were removed and replaced

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03687 / 03688).